Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed a fine jet of water emerging from the center of the balloon when attempting inflation. Microscopic analysis of the balloon surface showed a small pinhole on the distal x-ray marker. Close by to the pinhole several longitudinal deep scratches were observed. It therefore seems likely that the damage of the balloon surface was caused by a hard, sharp-edged object pressing against the balloon from the outside. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy (i.e. Severely calcified target lesion).

Event description:
A passeo-18 balloon catheter was chosen for the treatment of a severely calcified lesion (70 percent stenosis degree) in the dorsalis pedis artery. During the procedure, the balloon ruptured. The device was removed and the intervention was completed with another balloon.